Event description:
The st. Jude medical rep reported that during a catheterization procedure, the pt went into a spontaneous arrhythmia. It was not sure if the device delivered a theapy or not due to an extended charge time. The pt was externally rescued. The device was explanted.